Manufacturer narrative:
H.6. Investigation summary: one (1) sample was received from the customer for investigation. The sample was leak tested and it was observed that no leakage occurred when tested. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Probable root cause, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate (CAPA 55639). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that one syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported while drawing normal saline from an IV bag there was fluid around the stopper leaked out. Per email: while drawing normal saline from an IV bag with the 60ml syringe that there was fluid around the stopper. Since it was just saline there was no danger to me. I got a new syringe and it was fine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 60 ml ll tip 1 ml 2 oz in 1/4 oz has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported while drawing normal saline from an IV bag there was fluid around the stopper leaked out. Per email: while drawing normal saline from an IV bag with the 60 ml syringe that there was fluid around the stopper. Since it was just saline there was no danger to me. I got a new syringe and it was fine.